Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed persistent hardware voltage alarms indicating host 3p0 over/under voltage, vbuck boost over/under voltage, and vboost 5p0 over/under voltage; the alert was verified in device history, a restart was performed per instructions, the alert recurred, and the device was replaced with education on backup therapy and shutdown, while blood glucose was not impacted and no adverse medical events occurred. Symptoms included device alarming without clinical effects. Outcomes included interruption of therapy requiring device replacement and the need for backup diabetes management until the replacement was obtained. Investigation included review of device history and guided troubleshooting, including a full restart and verification of persistent alarms. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.